Manufacturer narrative:
Additional information has been requested and if made available,will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "implant broke while attempting to final tighten blocker"